Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin delivery on an ilet system stopped for approximately three hours, which was identified on the ilet report, and the caregiver was advised to replace the inset 23"-6 mm infusion set due to a probable bent cannula; subsequent use included a missed meal announcement that coincided with blood glucose rising above 300 mg/dl before later returning to 148 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery to a normal blood glucose range after intervention. Investigation included review of device data and customer follow-up. Investigation of this case revealed a probable infusion set issue consistent with an occlusion or bent cannula leading to interrupted insulin delivery, compounded by user-related factors including failure to announce a meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user-related factors and a suspected infusion set cannula issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.